Event description:
It was reported, the pt is without stimulation and experiencing auto-reducing. The pt stated, she was assaulted and has been without stimulation since. X-rays indicated, the lead is fractured. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.